Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the tip indicated it was in a good condition. Visual inspection of the fiber body did not exhibit any visible breaks or kinks. The fiber connector was in good condition; light was able passing through the face. The fiber was connected to vp20 system, and bright and distorted beam escaped through a non-visible fracture located in the distal end of the fiber tip. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber used was plugged in and it did not work. The procedure was completed using another fiber. Then, during product analysis, the fiber exited a fracture location near the distal tip. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the tip indicated it was in a good condition. Visual inspection of the fiber body did not exhibit any visible breaks or kinks. The fiber connector was in good condition; light was able passing through the face. The fiber was connected to vp20 system, and bright and distorted beam escaped through a non-visible fracture located in the distal end of the fiber tip. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber used was plugged in and it did not work. The procedure was completed using another fiber. Then, during product analysis, the fiber exited a fracture location near the distal tip. There were no patient complications.